Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and boston scientific solyx sis system was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent a cystoscopy on (B)(6) 2010 that showed no evidence of urethral stricture, mesh exposure or impingement.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that patient underwent resection of adnexal mass in the distal fallopian tube on (B)(6) 2007. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain and erosion and has undergone multiple surgeries and revisionary procedures. It was also reported that patient underwent resection of adnexal mass in the distal fallopian tube on (B)(6) 2007 and a cystoscopy on (B)(6) 2010 that showed no evidence of urethral stricture, mesh exposure or impingement. It was further reported that the patient underwent a surgical procedure on (B)(6) 2010 and boston scientific solyx sis system was implanted. No additional information has been provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.